Event description:
According to the reporter, during a procedure, the bravo capsule failed to attach. There was no harm to the patient, however, a repeat procedure was performed. The capsule was found in the oral cavity and had to swept out. There was nothing unusual about the patient of the procedure. The delivery system and the capsule will not be returned for investigation.